Manufacturer narrative:
The manufacturer date should be aug 26, 2011. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was confirmed but no specific cause was identified. It is likely that a preventive repair could have caused the component change. From the service manuals, it was confirmed that cm board and dp board were the probable malfunctions inside otv-s190 when sdi images/dvi images were not output. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that that the image appears, and then disappears during inspection when using the visera elite video system center. There was no report of patient harm or injury associated with the event. There were no other devices in use when the event occurred.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additionally, a battery consumption issue was identified. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.